Event description:
Customer reported a high device reading. Customer adjusted insulin by 6 units. Customer sat down and alleges blacking out, falling out of a chair, and scratching customer's face. Paramedics took customer to hospital and customer was given glucose to adjust customer's glucose levels. No controls were used. Customer is on hemodialysis. A request was made for return product and replacement product was sent.